Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking blood from the 3-way stopcock. The pm set was exchanged, and the procedure was successfully completed. No additional patient consequences to report. Device is returning for investigation.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. No leakage or cosmetic defect could be identified. The device performed as intended. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.